Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented to emergency and upon xray it was discovered that the femoral head was coming off of the trunion of a hip replacement causing a dislocation. The hip replacement was done in approx 2006. Upon implant retrieval the head appears to have minimal damage but the trunion of the stem has been significantly damaged and is now misshapen.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event of disassociation was not confirmed. The event of damage/wear was confirmed through evaluation of the returned device. Method & results: product evaluation and results: the device was returned for evaluation. Damage/wear is visible on the stem trunnion. Biological matter is visible on the stem body. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event of disassociation was not confirmed. The device was returned for evaluation. Damage/wear is visible on the stem trunnion. Biological matter is visible on the stem body. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The cause of the event cannot be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient presented to emergency and upon xray it was discovered that the femoral head was coming off of the trunion of a hip replacement causing a dislocation. The hip replacement was done in approx 2006. Upon implant retrieval the head appears to have minimal damage but the trunion of the stem has been significantly damaged and is now misshapen.